Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon fired four gold gst reloads on thick stomach tissue. Gradually the upper and lower jaws widened due to thickness and by the time of the fifth firing, the jaws of device couldn't fit into the trocar. Gore seam guard buttressing was used on all firings. Another like device was used to complete the procedure. There were no adverse consequences for the patient.